Event description:
It was reported that the pacemaker eroded out of the pocket. The pacemaker was explanted and replaced. No patient consequences were reported.

Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2024-71719. Related manufacturer reference number: 2017865-2024-71720. Related manufacturer reference number: 2017865-2024-71721. New information received the pacemaker was explanted due to infection and erosion.